Manufacturer narrative:
Eleven opened and used sensors were inspected and the electrodes were found bent. The sensors failed per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please refer to manufacturer's report no. 2032227-2014-53242 as it refers to the same event but of a different device.

Event description:
It was reported that the customer had high blood glucose levels of 384 mg/dl. The mother of the customer reported several bent sensors for the insulin pump. The mother of the customer also reported several lost sensor alerts from the insulin pump. The mother of the customer also mentioned a previous hospitalization a few months ago where the customer had high blood glucose levels. No additional information was provided.